Event description:
It has been reported to philips that the system was getting hang. The system was not in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that hdd was failing. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was getting hang. Upon functional testing, the fse found that the hdd errors, since system has not enough storage. The fse replaced the two 1tb hard disks and recreated the frontal image store. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected evaluation result code was corrected.